Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. A technical support specialist remoted into the system and found the medicine was in different name. Then user logs back in and was able to issue medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was unable to issue medication because user cannot find item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.